Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the caller confirmed that their doctor had removed the leads because they were not working properly. They stated that their lead was "messed up" and that they had it explanted when their implant's battery had depleted. The patient reported that they had their device for about 6 years. The patient stated that they "used the lead as best as they could" before having it explanted. The patient did not recall when they had noticed the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: v004518); product type: 0200-lead; implant date (B)(6) 2006. Brand name interstim; product ID 3889-28 (lot: v004518); product type: 0200-lead; implant date (B)(6) 2006; explant date (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the leads being removed because they were not working/were messed up was due to age of stimulator and wires. Replaced device and wires on (B)(6) 2024. The issue was resolved.